Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that the device drawer cubie was not opening because it was overfilled with medication. Troubleshooting led to removing the cubie to resolve the issue, and the customer tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed. The customer had tried to recover the drawer, but an error message was displayed on the screen the customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.